Manufacturer narrative:
Hyperpigmentation and indentation after opus colibri that not likely to resolve without intervention.

Event description:
It was reported about a hyperpigmentation post-opus colibri treatment.

Manufacturer narrative:
Hyperpigmentation and indentation after opus colibri that not likely to resolve without intervention. UDI related data quality updates this supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a hyperpigmentation post-opus colibri treatment.